Manufacturer narrative:
Complaint allegation cannot be confirmed as the error was unable to be replicated due to the device not responding. One unpackaged ar-6480 arthroscopy pump serial number (B)(6) was returned for evaluation. Visual inspection noted that the device had wear and tear on/near the door handles and some discoloration as well. Functional testing was attempted; however, it was noted that the device was fully unresponsive and would not power on. The most likely cause for the found failures can be attributed to wear and tear caused by extended usage in the field¿device manufacture date 2020. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/13/2023, it was reported by a sales representative via sems that an ar-6480 pump is showing a critical error, sensor error. This was discovered during a case with no patient effect.